Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was received with the following cosmetic damages: broken belt clip rails, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, keypad overlay texture damage, cracked keypad overlay, missing display window/cover, stained keypad overlay, scratched case, pillowing keypad overlay, and cracked case (battery tube). In summary, customer allegations for cosmetic damage were confirmed during visual inspection when cracked case (battery tube) and broken belt clip rails were noted. Additionally, unit was received with original battery cap missing battery cap contacts. For additional information regarding the tests performed refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device returned.